Manufacturer narrative:
(B)(4). Date sent: 7/25/2016. Batch # n53p7t. Additional information was requested and the following was obtained: was buttressing material utilized? Yes. If so, which product? Gore seamguard. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis results showed that one gst60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Was buttressing material utilized? If so, which product? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the fourth firing the reload appeared to misfire. The innermost row on the patient side has two to three malformed staples about halfway up the staple line. The surgeon had to over sew in that spot. The surgeon had to over sew to ensure no post-op leak happening. There were no adverse consequences for the patient.